Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # (B)(6) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sleeve gastrectomy procedure; the handle would not transmit commands properly with the adapter. The adapter would not open the jaws and was not articulating, which required manual opening of the jaws and changing the entire set to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned handle had no abnormalities. During functional testing, the handle was inserted into a charger running a software to charge. After removing the handle from the charger, the handle indicated that it was running different software version. The handle had procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. A reload was attached to the device and was able to clamped and articulated without issue. The handle was able to be fired without issue on a fixture. An analysis of the data saved to the system showed that during the final procedure with the customer, there was an incomplete retraction that would prevent the jaws from opening and data abnormalities that were consistent with a locked on tissue condition. There were no articulation issues found within the data saved to the system. Engineering performed an analysis of the system data which indicated that in the last clinical use, the reported adapter was connected to the powered handle. On the third firing of the procedure, the reload knife successfully reached the designated end of the reload. As allowed by the system, a second close key press was conducted where the reload knife continued additional advancement to the end of the reload channel. The system data for the second close key press of the firing contained abnormalities where there was a drop in force prior to the system requested stop of the firing. There were no error conditions identified in the system data that would result in the drop in force. The system data showed that the firing did not result in forces that exceeded the limits of the system. The open key was pressed to retract the reload. Upon initial retraction, the system detected the system limit for retraction force during fast speed retraction and transitioned into slow speed retraction to allow for continued retraction. The system limit was reached for slow speed retraction and the movement was stopped before the knife blade was fully retracted to prevent damage to the system. There were no error conditions identified in the system data during retraction and the system properly stopped retraction at the designated system limits. It was reported that the articulation was insufficient. The reported issue could not be confirmed. The most likely cause could not be established f rom the information available. It was also reported that the jaws would not open. The reported issue was confirmed. The most likely cause was could not be traced to the handle as the system data showed that the firing did not result in forces that exceeded the limits of the system. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.